Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit for preventive maintenance. Upon triage, the service technician found that the power cord had a missing live pin. This new information was received on (B)(6) 2018 email attached.

Manufacturer narrative:
The scd700 was evaluated for preventative maintenance, upon triage service technician found that the power cord had one live pin broken. The front cover was damaged and needed to be replaced. The potential root cause is customer misuse by running over the cord with hospital bed or due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. A review of the device history record shows that this unit was manufactured in 2010 and was released meeting all manufacturing specifications. Device fully checked for functionality and patient electrical safety according to norm 60601 cl-1 and manufacturer's guideline. Device is technically efficient and safe in use. If information is provided in the future, a supplemental report will be issued.